Event description:
It was reported by the patient that the lead was bad, and that the doctor told him that the lead was not working right. The pace/sense portion of the high voltage lead was replaced. No patient complications have been reported as a result of this event. It was further reported that the patient's spouse indicated that the patient is having a lot of pain, and that the 'wires are loose' and are 'in a ball' near the device. The patient's spouse indicated the physician plans to wait until the battery is lower to address the leads. Followup with the physician's office indicated that nothing was found wrong with the leads and everything with the system was functioning normally. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.